Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01641. This report is being submitted as additional information. Approximate age of device - 4 months. Manufacturer's investigation conclusion: no product was returned for evaluation. The reported pump stoppages were confirmed based on the evaluation of the submitted system controller log file; however, a cause for the events could not be determined. The x-rays that were sent did not reveal any areas of obvious damage or repair. The submitted log file showed driveline fault alarms, low speed advisories and pump stops. All of the captured events occurred when the system was operating on the power module. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. The patient was placed on an ungrounded patient cable. The patient remains ongoing on vad support and no further issues have been reported. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond. The hmii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2018, the patient called the lvad clinician with reports of the lvad system producing low flow alarms over the last couple of days. An echocardiogram was taken and a review of the lvad history was showing low speed advisory with speed going to 0 and the pump stopping. The patient was asymptomatic. A log file review by the technical service representative confirmed 4 pump stoppage events. X-rays of the driveline site were provided to the technical service representative who confirmed a dark area that might bee an area of concern. Another x-ray, close-up of the area, and away from the body was requested to hoping to prevent any shadowing for a clearer view. The second x-ray did look like the shielding was narrower in that area. In trouble shooting the event, no trauma was seen with the percutaneous lead (driveline) and the patient had gained some weight but not a lot. The patient received a non-grounded power module patient cable and was sent home with no issues. On (B)(6) 2018, the patient was in clinic and the lvad system was connected to a grounded cable and the lvad system immediately produced a low speed operation and pump stoppage. The patient felt fine and was removed from the grounded cable and the alarm stopped. Another ungrounded patient cable was requested. The patient is currently being worked up for transplant and will remain on an ungrounded patient cable until transplant. No additional information was provided.